Event description:
Information received notes that during a cardio-surgical procedure, the "anaesthetist noticed abrupt cessation of pacing." The abrupt failure necessitated placing of epicardial wires since the patient was pacemaker dependent. The device would not interrogate and the patient died after the surgery. Prior to surgery, a magnet had been placed over the device. The last device check showed measured battery data of 2.6v, 650 ohms with a magnet rate of 94 ppm.